Event description:
It was reported that the pt returned to the hosp complaining of pain. A cava gram was performed and it was reported that 2 limbs protruded through the cava wall. The filter was removed and the pt is fine. A vena tech filter was placed.